Event description:
Device 2 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR. Report: 1627487-2012-03430. It was reported the scs lead was repositioned due to the pt not receiving adequate stimulation. The pt stated the repositioning improved system stimulation "a little". It was also reported since the implant of the scs system the pt experiences an itching sensation when using system stimulation. A sjm rep reprogrammed the pt's scs system. No surgical intervention is planned to address the issue. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.